Event description:
It was reported that a 3.5cm cuff was added to the patient's existing artificial urinary sphincter (aus) device due to unspecified reasons. Additional information received states the cuff was added due to "system leakage" and the patient presenting with symptoms of "leak." The patient was reported as "very good" following surgery. Further additional information received states the location and source of the fluid loss was not known. The fluid loss was found due to the malfunction of the system.